Event description:
It was reported to boston scientific corporation that a pt received a transobturator mid-urethral sling procedure that occurred in 2006. During a routine follow up visit that occurred the following year, the pt was presented with a urinary tract infection. Pt outcome is unk. Several attempts here made to obtain additional information with no prevail.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The may 2007, 15 month mid ureteral sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A ship history record review is in progress. Results of the ship history record review will be provided in a follow-up medwatch report.